Event description:
During evaluation of a returned spectrum pump, the device had inoperable second and forth soft key from left to right. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a inoperable second and forth softkey from left to right. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.